Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implanted neurostimulator for parkinsons dual and movement disorders. The representative reported that they were notified by the hcp that the patient started experiencing shocking on their left side, localized to their head. The representative reported that this occurred over the weekend after the patient had their ins and extensions re-implanted on (B)(6) 2017. The representative reported that after the procedure, all impedances were normal. The representative reported that the shocking the patient is experiencing happens when the patient turns their head a certain way and that the patient does not experience the shocking when the ins device is turned off.